Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer called to report the insulin pump alarmed for button error. Blood glucose reading was 108 mg/dl. The insulin pump was dropped into water. The insulin pump display went blank and there is constant tone immediately after exposure to water. Currently alarming for button error. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump passe the displacement test, operating currents, self test and off no power test. No blank display anomaly was noted. The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted. No moisture damage was found inside the insulin pump. The insulin pump was monitored and no constant tone was noted during testing. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip, cracked reservoir tube, a missing end cap sticker, and a cracked reservoir tube window.